Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and stated the pump had case damage and there was moisture in the pump. The reporter declined to provide any further information and disconnected the call with animas customer support. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
On (B)(6)2019, animas received additional, corrective information regarding the product complaint initially reported on this report. The reporter stated the case/condition with moisture ingress issue was inaccurate. The clarified product complaint has been captured in a separate complaint record and reported on an individual MDR; please see medwatch report# 531779-2019-03530 (animas pi# (B)(4)) for the corrected complaint detail on this device.